Event description:
Customer reported that a pt was receiving flolan via a cadd pump. The cadd tubing was connected to the mp1000-c connector and was noted to be leaking at this connection. Since the medication was not infusing into the pt, the pt de-compensated and required transfer to the ICU. As of today, the pt is still in the ICU. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Customer stated the product will not be returned because it was discarded. Unable to determine the root cause of the reported failure.